Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, it was noted that the right ventricular lead had noise reversion episodes caused by noise. The patient complained of occasional lightheadedness. The merlin transmission showed that the pacing was being inhibited due to oversensed ventricular events. Programming changes were made and the patient was stable.